Event description:
It was reported that the patient was revised to a total joint.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: part: 04.168.285s. Lot: 3l26381. Manufacturing site: (B)(4). Release to warehouse date: 08.feb.2019. Expiry date: 31.dec.2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Only event year is known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal of femoral neck system implants due to femoral neck implant varus collapse. The devices were implanted on (B)(6) 2020. The devices were successfully removed. Concomitant devices reported: femoral neck system plate 1 hole ¿ sterile (part number 04.168.000s, lot 6l12276, quantity 1), antirotation screw for femoral neck sys 85mm length ¿ sterile (part number 04.168.485s, lot 3l42054, quantity 1), 5.0mm ti locking scr slf-tpng w/t25 stardrive 48mm-sterile (part number 412.218s, lot 3l01223, quantity 1). This report involves one (1) bolt for femoral neck system 85mm length-sterile. This is report 2 of 4 for (B)(4).